Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that device was in use with patient and device cuff became deflated within 1 day. User facility reported this issue occurred despite routine cuff checks and regular cuff volume maintenance. No adverse effects to patient reported.